Event description:
The customer contact reported a leak of a chemotherapeutic agent. The homecare pt was receiving 5fu at an unspecified rate via a gemstar pump. At an unspecified time during the infusion the pt discovered that the tubing set was leaking at an unspecified location on the filter housing. The amount of leakage was unspecified. The tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.